Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-12990n scorpion needle was used with an ar-12990. The ar-7221 was attached to the needle for a meniscus suture. The fiberwire could be penetrated into the tissue, but damage occurred to the fiberwire and the fiberwire broke. The suture was broken, not needle. All fragments retrieved. This was discovered during a meniscal repair case. This case was completed by using another product of same product number. No patient harms.